Event description:
Caller reported experiencing multiple occlusion alarms, specifically alarm 2 followed by alarm 26. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer had been using the same cartridge and infusion set for over 2 days using humalog insulin. Tandem customer technical support informed customer that humalog insulin is indicated for use with tandem supplies for 2 days. To resolve the issue, the customer changed the infusion set and cartridge, then resumed insulin administration.